Manufacturer narrative:
The technician replaced the caster to repair the stretcher.

Event description:
Info received indicates the broken caster continues to swivel when in brake if the stretcher is pushed from the side.